Event description:
It was reported that the insulin pump alarmed unexpected restart and external ram error. Blood glucose value was 11.5 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump functioned properly during the reset error test and self test with no alarms noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.